Event description:
Device report from synthes reports an event in australia as follows: it was reported on (B)(6) 2022, that afn implanted on (B)(6) 2017. Patient was non compliant and has had chronic malunion after presenting to ed after falling from jumping a fence. Afn removed successfully, ria 2 used for harvesting and vaco implanted. Patient status/ outcome / consequences?yes. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Malunion and pain. This report is for one (1) afn ø11 r l460 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. PMA/510k: this is probably an EU part only. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5: updated event description. D10: added concomitant products. H3, h4, h6: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from photos. Visual analysis of the photo revealed that the afn ø11 r l460 tan had no signs of issue or defect. X-ray images provided show a nail and screw construct at the right proximal femur with an oblique displaced mal-union fracture of the bone at the distal shaft. The nail does not appear to have any defect or malfunction, however, the proximal tip is protruding from the greater trochanter cortex, this condition is most likely due to the misplaced mal-union, the nail is angled in relation to the distal fragment of the femur. The most proximal screw appears to be broken between the head and the shaft, the shaft fragment is separated from the rest of the construct, the two most distal screws are broken across the mid-shaft section, all fragments are still visible. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the afn ø11 r l460 tan. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: health effect impact code added; health effect clinical codes added. G4: device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
It was found during visual examination performed on february 3, 2023 that the screws were broken in two pieces. This is report 1 of 4 for complaint (B)(4).